Manufacturer narrative:
Additional information was added. H11: the device was received for evaluation. Visual inspection was performed and roughness on the surface finish on the twist clamp was observed and had a scratched appearance. This is a drilling reaming and part of the manufacturing process. This is considered a cosmetic issue, not damaged issue, and does not affect functionality of the set. There were no sharpness to the twist clamp. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was scratched in an unspecified location. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.